Event description:
It was reported to philips that a geometry issue was detected; however, no fault was found on an azurion 7 m20. The clinical use of the system was unknown. There was no reported patient or user harm.

Manufacturer narrative:
Device operational; no service performed. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).